Manufacturer narrative:
Per tandem user guide: the dexcom g6 sensor is a disposable device that is inserted under the skin to continuously monitor glucose levels for up to 10 days. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was an inaccuracy between the continuous glucose monitor (cgm) reading and the blood glucose (bg) meter reading. Reportedly, the cgm bg reading was "low," and the meter bg reading was 290 mg/dl. The sensor had been in use for longer than 10 days. Tandem technical support instructed customer replace sensor.